Manufacturer narrative:
Device code 2906 relates to component code 515. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported stent profile problem occurred. The patient presented due to abdominal aorta stenosis. Vascular access was obtained via femoral artery using 11f sheath. The de novo, 50x14mm target lesion was located in the non-tortuous and non-calcified abdominal aorta. After a 0.035 unspecified guide wire was advanced, a 16x60mmx100cm wallstent-uni endoprosthesis bare metal stent was selected to treat the lesion. However, during advancement, it was noted that the stent appeared longer and extended into the iliac. The device was then removed and the procedure was completed with a different device. No patient complications were reported and the patient status is stable.